Event description:
It was reported that during a coronary artery bypass graft procedure, the ima was skeletonized and as the side branches were clipped off using the device; clips 5 and 6 cut through the branches rather than clipping them. The device was continued to be used, but the doctor was much more careful. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.